Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) was unable to separate from the delivery and the helix was stretched. The lp was removed and the implant attempt abandoned. There were no patient consequences.

Event description:
New information noted the patient experienced atrial fibrillation (af) during the procedure and the atrial leadless pacemaker (lp) had to be repositioned due to high capture thresholds.